Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/delivery and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery and a motor position encoder error alarm confirmed in history file. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm motion sensor test failure alarm due to motor error alarm. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked reservoir tube lip and missing end cap sticker noted. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 255 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer also reported to have received a motoins sensor test failure alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.